Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, and a review of product labeling. A search by product lot number found one other ticket similar to this complaint issue. The trend review by the product list number did not identify any trends related to this issue. The test could not be rerun there was insufficient sample to repeat. No nonconformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false decreased calcium result of 0.35 mmol/l, when processing on the architect c8000. Previous results for this patient have always ranged from 1.94 to 2.31 mmol/l. No impact to patient management was reported.